Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator would not power on. The device was not in pt use.